Manufacturer narrative:
The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred. The pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No other damages or defects were found on the device during the investigation that would cause a failure to deliver insulin. Some residue was found on the adhesive pad of the received pod. No damages or defects were observed on the formed needle and bottom housing that would contribute to bleeding at the pod infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 387 mg/dl, while wearing the pod on the arm between 24 and 36 hours. Hyperglycemia treated by applying a new pod and bolus.